Manufacturer narrative:
Concomitant medical products: avenir muller, stem, standard, uncemented, ha, 3, taper 12/14; catalog no#: 0106010003; lot#: 3008040. Shell with uni-hole porous 54 mm o.d. Size jj for use with jj liners; catalog no#: 00875705400; lot#: 6447909. Concomitant medical products - therapy date: (B)(6) 2020. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on the unknown side and underwent revision surgery due to dislocation.

Manufacturer narrative:
Additional information which was received on jun 19, 2020. This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. The manufacturer received pictures and reference no. For biolox head for review. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the unknown side and underwent revision surgery due to dislocation.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. D10: concomitant medical products: item#: 0106010003, lot#: 3008040, avenir mueller, stem, standard, uncemented, ha, 3, taper 12/14. Item#; 00875705400, lot#: 6447909, shell with uni-hole porous 54 mm o.d. Size jj for use with jj liners. Item#: 00875101132, lot#: 63836614, liner neutral 32 mm i.d. Size jj for use with 54 mm o.d. Size jj shell. Event description: it was reported that intra prosthetic disassociation of the ceramic insert was noticed the day after the surgery. Product was implanted on (B)(6) and the head and liner were revised on (B)(6) 2020. The cup and stem remained implanted. Second dislocation of the prosthesis occurred at day 19 and was revised on (B)(6) 2020 due to dislocation. Head, liner and cup was revised and stem remains implanted. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Images: one image of the revised components was received. However no conspicuous findings relevant to the reported event were identified. Surgical report: surgical report, dated on (B)(6) 2020 has been reviewed. It describes the implantation of the components related to this complaint. However, no conspicuous findings relevant to the reported event have been identified. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: document review could not be performed due to unknown product identification. Device purpose: this device is intended for treatment. Product compatibility: the product combination was approved by zimmer biomet. Conclusion: it was reported that intra prosthetic disassociation of the ceramic insert was noticed the day after the surgery. Product was implanted on (B)(6) and the head and liner were revised on (B)(6) 2020. The cup and stem remained implanted. Second dislocation of the prosthesis occurred at day 19 and was revised on (B)(6) 2020 due to dislocation. Head, liner and cup was revised and stem remains implanted. The surgical note of the implantation surgery does not indicate conspicuous findings relevant to the reported event. No product was returned, hence visual and dimensional evaluation could not be performed; therefore, the condition of the parts is unknown. Further, the received image of the revised components showed no conspicuous findings relevant to the reported event. X-rays were not received to evaluate implant position and possible contributing factors. Further, patient factors that may have affected the performance of the components and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Based on the investigation the reported event cannot be confirmed. Due to significant lack of information a detailed investigation could not be performed, nevertheless based on the given information there is no indication of a nonconformance or complaint out of box (coob). The reasons for hip dislocation are multifactorial, with contributing factors from the patient, the implant, and the surgical procedure. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.